Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, lymphadenopathy. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "pain, breast deformations and hardening due to grade IV capsular contracture" confirmed via MRI. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d9, h6.

Event description:
Patient and healthcare professional reported right side no complaint against the device. Device has been explanted and replaced with a non-allergan device. This record is no longer reportable to the FDA and will be un-reported.